Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump generated false "impella in aorta" alarms. Placement monitoring was disabled. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and showed "impella in aorta" alarms triggered in first few days of case, with "impella position unknown" alarms also being triggered. The root cause of the optical signal issue was most likely patient condition related as clinical details noted that the pump was in proper position and patient was experiencing low pulsatility, and data logs do not show any hard failures of the optical sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.